Manufacturer narrative:
(B)(4).

Event description:
Complaint description: dilator and guide bend during introduction.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint description: dilator and guide bend during introduction.

Manufacturer narrative:
Qn#(B)(4). The customer returned a guide wire and dilator for evaluation. Visual examination of the guide wire revealed one large kink towards the distal end of the guide wire body. Both welds appeared intact and the j-bend was slightly misshapen. No other defects or anomalies were observed on any of the returned components. The kink in the guide wire measured 157mm from the distal tip. The overall length of the guide wire measured 601mm which is within specification of 596-604mm per product drawing. The outer diameter of the guide wire measured 0.809mm which is within specification of 0.788-0.826mm per product drawing. The inner diameter of the dilator tip measured .038" which is within specification of .036-038" per product drawing. The outer diameter of the dilator body measured .112 which is within specification of .111-113" per product drawing. The returned guide wire passed through the returned dilator with minimal resistance. Only resistance was felt when passing over the single kink. A manual tug test confirmed both the proximal and distal weld were intact. A device history review was completed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested.". The customer complaint that the guide wire kinked was confirmed through this investigation. Visual inspection confirmed the kink was towards the distal end of the guide wire body. However, the returned components passed all relevant functional and dimensional inspections and a DHR review was completed with no relevant findings. Based on the sample received, the root cause of the kink in the guide wire is determined to be unintentional use error. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Complaint description: dilator and guide bend during introduction.